Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Visual confirmation it was confirmed that the rear end of the returned distal cover was cracked. Also, the rear end of the cover did not show any deformation that occurred when getting over the hook of the scope. It was confirmed that the back side of the rear end of the cover had an indentation in a position shifted in the direction of rotation from the position where the indentation normally occurs. A dent was also confirmed on the inside of the tip of the cover, which seems to have been caused by being pushed in with the cover shifted in the direction of rotation. Reproduction testing was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode manufacturer site, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h2831) type test when design changes, olympus evaluate the quality of the design change product and verify that "the distal cover does not come off from the tip of the endoscope during use." Supplier investigation the parts supplier performs a sampling inspection on 3 parts for each production lot. After attaching the distal cover, push and pull loads are applied to the distal cover to confirm that there is no damage such as tearing or chipping, displacement of the attachment position, or drop off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the phenomenon is likely due to the handling of the user. At this time, it is possible that the distal cover was easily removed due to be the following: due to chemical cracks caused by the anti-fog agent and/or insufficient attachment. However, a specific root cause could not be identified. The event can be prevented by following the instructions for use which state: "see caution column in 7.3 "do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover and the endoscope. These products may cause cracks of the distal cover." See warning column in 7.3. "Detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 7.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Complete name of the user facility: (B)(6) hospital. The device was not returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
A user facility reported to olympus that during endoscopic retrograde cholangiopancreatography the single use distal cover fell inside the patient¿s body. It was collected and replaced with the same product. Additional information regarding the retrieval and patient outcome has been requested.

Event description:
Additional information obtained indicated that the single use distal cover fell into the duodenal bulb. It was retrieved with grasping forceps. There was no delay in the procedure due to the retrieval. Patient identifier (B)(6) is for the evis lucera elite duodenovideoscope. Patient identifier (B)(6) is for the single use distal cover.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number to (B)(4).